Event description:
It was reported that during a wedge resection procedure, the staples were not formed properly at the first and second firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 08/12/2008. Info anticipated, but unavailable at this time.